Event description:
It is reported that the acetabulum was reamed to a size 53mm reamer. A 54mm continuum no-holes shell was impacted. After the shell was impacted, the surgeon attempted to unscrew the trilogy cup impactor from the shell. After several attempts, the cup would not disengage. The cup was removed from the pelvis. After several attempts by multiple people, the 54mm cup was finally disengaged from the inserter. The acetabulum was reamed up to a 55 and 56 cup was impacted with a difference straight trilogy cup impactor and the instruments was removed without incident.

Manufacturer narrative:
Evaluation summary: the sales rep indicated that the surgeon prefers to use a trilogy cup inserter rather than the continuum cup inserter. He believes the combination of the trilogy inserter, cap and the continuum cup features coupled with the circular repositioning led to the cup becoming locked together. The threads of the trilogy inserter were reported as not being damaged, therefore they kept the instrument. The sales rep also felt that the cup was not damaged during the event and could have been re-used. The surgeon reamed to a 55 mm and installed a 56 mm continuum cup with a second trilogy cup inserter without incident. No visible damage could be found on the cup mating features including the threads. The cup was installed and removed from a trilogy cup inserter without issue. It is not known what lead to this condition described by the surgeon, but the most likely cause is the re-positioning of the cup using the inserter. The surgical technique for the continuum shell specifically warns against this: "do not lever on the shell or the cup inserter to reposition the implant, as damage may occur to the threads or inner diameter of the shell". Repositioning the shell with the inserter can deform the threads which may have resulted in the locked condition. Without the trilogy inserter, it is not possible to confirm this as the failure mechanism at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.